Event description:
It was reported that the insulin pump had an error alarm during the manual prime. No further information reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap and cracked case near display window corners noted during visual inspection. The insulin pump alarmed prime during basic occlusion test due to missing drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.